Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that during an acl reconstruction procedure using an ar-1588rt-2j tightrope ii rt, the surgeon proceeded with graft preparation, tunnel preparation, and graft passage as planned. The button was felt to flip along the femoral cortex. When tension was applied to the femoral side of the tightrope after the graft was fully passed through the tibial tunnel, no shortening of the loop was observed. Upon further inspection, the button was removed, and it was noted that there was no locking stitch securing the button, allowing it to slide freely along the sutures. The graft was removed from the sockets, new tightropes were placed on the graft, and the procedure was completed successfully. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 4-dec-2025: the patient underwent a hamstring acl reconstruction procedure. During the surgery, the original button was removed and replaced with a new ar-1588rt-2j tightrope ii rt. The procedure experienced a delay of approximately 20¿25 minutes; however, no additional anesthesia was administered to the patient.